Manufacturer narrative:
Product event summary: data files and balloon catheter afapro28 with lot number 13956 were returned for analysis. The files showed at least three applications were performed with balloon catheter the returned balloon catheter without any issue or system notice on the date of the event. Additional files confirmed multiple system notice 50005 ¿leak detection¿ on the date of the event after use of this catheter. Visual inspection showed that blood/fluid was observed inside the balloon. The catheter smart chip data that indicated that the catheter was used for five applications. During functional testing, the console displayed a system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ during pressure testing of the balloon segment, an inner balloon burst was observed. Dissection of the balloon segment identified complete separation of the balloon material. During insp ection and pressure testing of the shaft segment, a guide wire lumen breach and kinked was observed at the catheter tip. During inspection of the handle segment, blood / liquid was observed inside handle. In conclusion, the reported visible blood was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure,blood was seen at the balloon catheter and coaxial umbilical cable connection. The balloon catheter and cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.